Manufacturer narrative:
Follow-up #1 date of submission 06/22/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #3: date of submission 08/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of the cs 215 call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that frequent transmitter out of range alerts (cs 206) occurred for less than three hours when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.